Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it's a bad pain day for her and she can't think, its more intense pain where the ins is located. The ins is on the si joint and the pain is getting worse and worse. Patient stated she has done physical therapy four times and it feels like something is leaking and there is pain around the ins area for a while, but it's not tender pain. Patient stated she has fibromyalgia. Patient stated there is no redness, no heat, it's just pain, and her health care professional (hcp) is aware of it. Patient stated sometimes she can get ins to charge, and the pain will be ok for a couple days. Patient stated in order to get the best connection and bars she has to lay on it, and has to sleep on it overnight and she uses the sticky to keep recharger antenna in place. Patient stated if she is sitting on chair, it takes 4-6hrs to charge the ins. The patient was redirected to their healthcare provider to further address the issue. Patient stated she is allergic to heat, so when the temperature gets to 30-50 degrees she gets an allergic reaction. Patient stated it's not a good day for pain in the state of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.